Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that a probe did not actuate during a procedure. The condition of aspiration was unknown. The product was replaced and the procedure was completed. There was no patient harm. The product sample has been requested for evaluation.

Manufacturer narrative:
A review of the device history record indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are (B)(4) additional complaints associated with the lot for the reported issue. The returned sample was visually inspected and deemed nonconforming due to a thick raised foreign material on port face. Aspiration testing was performed and deemed conforming. Actuation testing was performed and deemed conforming. Cut testing was performed and deemed conforming. The probe was dissembled and the components inspected. There was approximately 15-20 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The complaint evaluation does not confirm the probe would not cut. The probe cut performance met specification. The root cause for this complaint issue is unknown because the returned sample was conforming to specification. The cutter quality could have deteriorated during it approximately 15-20 minutes of surgical use. No specific action with regard to this complaint was taken by the manufacturing location because the probe was manufactured to its specification; however, due to the number of related complaints, an investigation has been completed and action implemented to reduce the frequency of probe complaints. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).